Manufacturer narrative:
The reported event of loose and/or displaced septum was confirmed. Final analysis found the right ventricular septum was missing. No further anomalies were found.

Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) upgrade procedure. During the procedure, it was found that the replacement ICD had septum damage resulting in dislodged o-ring seal. The procedure was completed using an alternate ICD on (B)(6) 2023. The patient was stable.